Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1fe87, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their second stimulator stopped working, leading them to have a loss of therapy, and they got a new battery this february. It was stated that they think the device was faulty and died. When asked if there was something wrong with the device, or if the battery just depleted, they stated that the battery depleted but added that there is something wrong with the device. It was reported that the rep told them that there was something wrong with the device. The patient also stated that one of the leads with the stimulator did not work. The patient stated that they did not like that the battery dies after a year or two; after reviewing that battery longevity varies based on settings, the patient claimed that their setting is low. Additional information was received from a manufacturer representative. It was reported that when they were notifie d by the healthcare provider that the battery would be changed out, they assumed due to normal depletion. On the day of the replacement procedure in (B)(6) 2019, the hcp said there was a lack of relief and device was checked pre-op and high impedance was found. The rep did not remember if whether a lead issue was found. It was noted that only the battery was replaced. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1fe87, implanted: (B)(6) 2017, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was to report that their second implant failed. Patient said that it wouldn't work at all. Patient did report to managing hcp and hcp checked and then called in the local manufacturer representative (rep) and said that it wasn't working and would need to be replaced. Patient didn't recall the reason however said that it was replaced. When asked, patient said doesn't recall the event date, at least 4-5 years ago.

Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the battery depletion was determined to be battery depletion. The hcp reported the cause of the high impedance and the cause of one of the leads not working were not determined. The hcp reported the actions taken to resolve the high impedance and one of the leads not working was a battery change. No further complications were reported.